Event description:
It was reported a patient underwent a laparscopic ventral hernia (B)(6) of 2012 and mesh was implanted. The patient presented with the mesh invaginated into the defect. The patient required a reoperation. A new mesh was used to correct the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.